Event description:
A report was received that states that after 25 days in situ the tracheal tube unintentionally extubated. After cuff check, the pt was repositioned. Five hours after reposition, it was confirmed that tube was not fixed to the original position, so then the tube was fixed with the adhesive tape. After 1 hour, spo2 alarm went off and tube was confirmed to be accidentally extubated at the side of pt's head. There was no report of incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.